Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6)2025. The area was prepared with soap and water before placing the sensor on the body. On approximately (B)(6) 2025, the pediatric patient experienced a skin reaction with itching, rash and pimples on the needle puncture site. The patient has been suffering from a severe skin reaction on his arms and chest (widespread skin reaction to different body parts). As a result, he had to use 5 dexcom in a short time because of itching, cream, etc. Diabetes nurses and general practitioner have been consulted and smoothing ointment has been prescribed. At the time of the report the skin reaction was almost healed. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). Related record: (B)(4) this is 1 of 2 similar events for the same patient.

Event description:
Subsequent to the initial MDR, a photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).